Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). Per the reporter on (B)(6) 2020, "lens needs to be exchanged for a larger size." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5 - "the reporter stated that there is no complaint against the lens in this eye", should have been included in previous medwatch report. Claim#: (B)(4).